Manufacturer narrative:
Correction: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, sn: (B)(6) sigpshell, sig power sigpshell control shell, lot# unknown unknown egia su, unknown endo gia sulu, lot# unknown sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, after insertion, the jaw was articulated and a cracking sound was heard, so after straightening back the jaw, it was articulated again, but since the jaw immediately returned to its original position, it was removed from the abdominal cavity without firing. According to the surgeon, while clamping the tissue, they may have applied load by pushing the adapter onto the port. When the cartridge was removed from the adapter, the connection part was damaged, but it is unclear whether the damage occurred during the operation or when removing it. The devices was replaced. There was no patient injury. Pli50 product was received without accompanying information.